Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer and a healthcare provider (hcp) via a company representative regarding a patient receiving morphine (20 mg/ml at 7.498 mg/day), fentanyl (1000 mcg/ml at 374.9 mcg/day), and gabapentin (50 mg/ml at 18.74 mg/day) via an implanted pump. It was noted that the patient also had a ptm (personal therapy manager) enabled to deliver 0.5 mg six times per day. It was reported that the patient presented for a pump replacement due to normal eri (elective replacement indicator). Her pump was originally implanted in her buttocks, and she stated that it was uncomfortable, so she wanted it moved to her abdomen. The pump was removed due to eri, and the new pump was implanted in the patient¿s abdomen. The catheter was revised in order to reposition the new pump in the patient¿s abdomen. It was noted that there were no issues with the catheter or the pump. The issue was noted to be resolved at the time of the report, and it was indicated that the hcp had no further information to provide regarding the event.